Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the renal unit, approximately four months after insertion into the female patient's right subclavian vein, the hub was found cracked and leaking. The catheter was inserted (B)(6) 2011 and there were problems prior to the hub cracking. A repair kit was used and the hub assembly was replaced. The patient's dialysis was continued without further incidence. There was a delay; however, there was no death or complications to the patient. Chlorhexidine (hibitane) and povidone were used to clean the hubs.